Event description:
Very difficult to retrieve introducer out of the pt. After product was retrieved in total, the physician discovered that barrel was broken in the middle. Update as per complaint form 02feb2012: at the end of the procedure, the user facility had problems removing the sheath. The dr had a lot of experience and he finally succeeded retrieving the product from the pt's body and noticed that the sheath was broken and that it hung on a thread. The shuttle sheath is broken at 11cm from the tip. Dr thinks that this is a production error. No images will be provided. No part of the device remained inside the pt. The pt did not require additional medical procedures due to this occurrence. The complainant did not report any adverse effects on the pt due to this occurrence.

Manufacturer narrative:
(B)(4). Product forwarded to MFR on 8 feb, 2012. Device received in a used and damaged condition: sheath separated between the two materials with no evidence of elongation or material melt at separation. The liner and coil remain intact. Per specification, it is insured that there is no coil separation or breakage and that the material is free from surface defects, bumps, bulges and protruding coils. In addition, if applicable, the bond is insured to have a good melt. Visual inspection of the returned device revealed a clean break between the two segments. No evidence of elongation or good bond melt. A review of the records found no additional complaints have been received for this lot number. A record of notification was sent regarding this event and the appropriate internal personnel have been notified. We are continuing to monitor complaints for similar events. A risk analysis was performed by quality engineer and concluded that with the addition of this complaint, no risk reduction activities are required.